Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to severe low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 260 mg/dl at the time of admission, and 460 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.